Manufacturer narrative:
The service technician performed extensive troubleshooting and replaced multiple parts to resolve the issue. No additional discrepant result issues have been reported since the troubleshooting was completed. A definitive cause of the discrepant result was not identified. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A search for similar complaints did not identify an adverse trend related to the current complaint. Review of the clinical chemistry systems identified no similar issues related to the alinity system, likely cause part, or discrepant results as described in this ticket. A search for non-conformances was performed and there were no non-conformances related to the current complaint. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant ict results. A product deficiency was not identified.

Event description:
The account generated false depressed sodium on a patient sample that repeated higher when processing on the alinity c processing module. On (B)(6) 2021 pi (B)(6) generated sodium of 114 mmol/l but repeated 142 mmol/l. On (B)(6) 2021 pi (B)(6) generated sodium of 111 mmol/l but repeated 139 mmol/l. The account uses a sodium normal range of 138 to 145 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier is multiple, patient ids are pi (B)(6) and pi (B)(6). Phone number does not allow enough character spaces, the entire phone number is (B)(6) . An evaluation is in process. A followup report will be submitted when the evaluation is complete.